Event description:
The customer reported that the central monitoring system (cns) showed comm loss while monitoring gz devices (gz-120 pa and gz-130pa). No consequence or impact to the patients was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central monitoring system (cns) showed comm loss while monitoring gz transmitter devices. While gathering information, the gz telemetry came out of comm loss seemingly by itself, with no input from the user. No patient harm was reported. Service requested/performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be high. Nk's cits found that the issue was caused by a wireless engineer from the facility making changes to the wireless network, which resulted in the communication loss. As this issue is not a result of a malfunction of an nk device, a is CAPA not required. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: gz-120pa; serial #: ni. Transmitters: model #: gz-130pa; serial #: ni.

Manufacturer narrative:
The customer reported that the central monitoring system (cns) showed comm loss while monitoring gz devices (gz-120 pa and gz-130pa). While gathering information, the cns came out of comm loss without any user intervention. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: gz-120pa devices, gz-130pa devices.

Event description:
The customer reported that the central monitoring system (cns) showed comm loss while monitoring gz devices (gz-120 pa and gz-130pa). No consequence or impact to the patients was reported.